Manufacturer narrative:
Date of alcl diagnosis:(B)(6) 2023. Continued e1 (facility name): (B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device replacement surgery with textured device, but no complaint against the device".

Event description:
Healthcare professional reported left side "device replacement surgery with textured device, but no complaint against the device". There was no complaint against this first set of devices, but the patient later developed alcl with their second set of textured devices. Device has been explanted and replaced. This is an implant history record to report lymphoma-alcl-suspected.